Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using u500 insulin. Tandem clinical support informed customer that using u500 insulin, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.